Event description:
It was reported that the pump was emitting "drain failure" alarms. Arrow clinical support specialist suggested condensation bottle behind helium tank should be checked. The rn reported that the bottle was not full, and the rn emptied whatever amount was in the bottle. The rn stated there was a small amount of condensation in drive line tubing, and drain failure alarm continued. Clinical support instructed rn to switch to another iabp. Patient didn't have an fos iab inserted, so instructions to reconnect fluid-filled iab and zero transducer were reviewed. Rn was aware of reconnection process. No reported patient complications.

Manufacturer narrative:
Evaluation: arrow field service rep. Checked pump's drain bottle vent hole, replaced pneumatic control switch, ran a drain task, and took 2 cycles at 100 bpm. Cold trap was cold. Performed functional check - pump passed all tests. Pump returned to service 3/13/07. Follow-up report will be filed if more info. Becomes available.